Manufacturer narrative:
Based on the limited information, we are unable to determine the root cause of the unknown particle at this time; however, the product is scheduled to return to bayer for a full evaluation. Once the evaluation is completed, a follow-up report will be submitted.

Event description:
The site reported the following: a foreign body was discovered in one of the sds-ctp-qft syringes after contrast was introduced into the syringe. The syringe was not connected to a patient and the customer did not use the syringe. No injury or adverse event was reported.

Manufacturer narrative:
Bayer product analysis received and examined the returned syringe assembly and confirmed the presence of foreign material within the fluid path. The material is a thin, fibrous filament, measuring 34.5mm long x 1.0 mm wide, and has a brown hue with characteristics of siliconized cardboard. This was likely introduced during the manufacturing process. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use." This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance.